Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician was unable to get the lead connector out of the temporary extension connector and thus had to cut the lead connector. A few days later, impedances measured >10,000 ohms and the pt could not feel stimulation. The lead was replaced. No pt injury was reported and the pt was doing okay.